Event description:
It was reported by service report that the mattress was torn with reported fluid intrusion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): mattress.